Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the rear response button connector being unplugged. The cause of the non-functional response buttons is the unplugged flex pcb cable. The root cause of the unplugged connector cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.